Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensors and fs libre sensor kits within expiration at the time of complaint has been reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported a patient experienced an insertion issue with her/his adc freestyle libre sensor. It was further reported that on an unspecified date a patient received unspecified treatment by a dermatologist at a medical institution when a sensor filament was left in the skin; resulting is suppuration. Attempts to clarify the specific treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned, however, an extended investigation will be undertaken. A follow-up report will be filed once the additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a patient experienced an insertion issue with her/his adc freestyle libre sensor. It was further reported that on an unspecified date a patient received unspecified treatment by a dermatologist at a medical institution when a sensor filament was left in the skin; resulting is suppuration. Attempts to clarify the specific treatment rendered have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.